Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful and disabling haemorrhagic periods') in an adult female patient who had essure (batch no. C40055) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced back pain ("widespread back pain"), neck pain ("cervical pain") and musculoskeletal pain ("shoulder pain"). In 2020, the patient experienced malaise ("here I am with a hysterectomy and salpingectomy on sick leave for 5 weeks"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("very painful and disabling haemorrhagic periods"), headache ("headache daily for the past year") and fatigue ("great fatigue upon waking up"). The patient was treated with surgery (essure removed by hysterectomy and salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia, headache, fatigue, back pain, neck pain, musculoskeletal pain and malaise outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, fatigue, headache, malaise, menorrhagia, musculoskeletal pain and neck pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.